Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop pulmonary fibrosis. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged sound abatement foam became degraded and caused a patient to develop pulmonary fibrosis. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector. Unknown contaminate was found on the inside of the top and bottom enclosures, and inside the ui panel. Liquid ingress was observed on the blower and p4 power connector. A contaminate consistent with keratin was observed on the blower box. The manufacturer used a fitt (foam integrity test tool) was able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer is unable to directly address the symptoms outlined in the complaint, they did observe dust/dirt contamination in the airpath, likely from a source external to the device and also observed evidence of degraded sound abatement foam.